Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous left anterior descending artery (lad). A 2.75x32mm promus element plus drug-eluting stent was selected and advanced to treat the target lesion. During the procedure, the proximal of the stent was pushed forward and the middle of the stent got stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous left anterior descending artery (lad). A 2.75x32mm promus element plus drug-eluting stent was selected and advanced to treat the target lesion. During the procedure, the proximal of the stent was pushed forward and the middle of the stent got stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination confirmed stent damage. The stent was pinched in the centre. The hypotube had kinks throughout. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. No other damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).